Manufacturer narrative:
(B)(4).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 40mm in diameter thoracic aortic aneurysm in zone three. The proximal neck was 34mm in diameter and 30 mm in length. It was reported that on the five year follow up CT scan revealed a proximal type I endoleak. The physician implanted a valiant 42x100 stent graft, resolving the event. The cause of the type ia endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.